Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak due to a loose connection between the line of the homechoice cassette and a supply bag. This was noted during initial drain of peritoneal dialysis therapy. The patient believed that the leak was because they had not tightly connected the bag. The patient was instructed to end the therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.